Event description:
It was reported that a catheter issue occurred. The target lesion was located in left circumflix artery (lcx). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the core catheter detached after being pulled out. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6). E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the details of the reported events, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.

Event description:
It was reported that a catheter issue occurred. The target lesion was located in left circumflix artery (lcx). An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During procedure, the core catheter detached after being pulled out. The procedure was completed with another of the same device. There were no patient complications. It was further reported that no detachment occurred and the device completely removed from the patient's body. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: this investigation has been assigned an investigation conclusion code of cause not established following a review of the details of the reported events, available information, and product record review. In this case the device was not returned for product analysis therefore limiting the identification of a most probable cause of the reported events, and batch record review concluded that no manufacturing deviations were identified during the manufacturing process which could have contributed to the reported issues. Improper handling, device manipulation or not following the correct instructions during the procedure, could be contributing factors to the reported issues. However, there is no additional detail pertinent to the events.